Event description:
Product description: the vidas® 3 system is a complete standalone immunodiagnostic system intended for trained and qualified laboratory technicians (daily routine use) and laboratory administrators (application configuration). The vidas® 3 system is intended to be used with vidas® reagents in clinical laboratories only. This device is an in vitro diagnostic medical device for professional use only. Issue description: on (B)(6) 2025, a customer from the united kingdom notified biomérieux of obtaining false positive results with patient samples when using their vidas 3 instrument (ref. (B)(4), serial number: (B)(6)). A fse (field service engineer) was previously dispatched to the customer's site twice in (B)(6) 2025 to assess the instrument after the customer reported having issues with false positive results for external qc samples. Section b spr block and section pcb were replaced, but errors persisted. A pump failure was suspected. After pump replacement, the instrument was functioning as intended. Following the instrument interventions, the customer reviewed all their results tested from position b to see if there was any patient samples impacted. The customer reviewed patient results from when the last preventative maintenance was performed ((B)(6) 2024) to (B)(6) 2025, prior to the fse interventions. The exact number of patients impacted by false positive results was not specified; however, it was identified that two (2) patients with false positive results were unnecessarily treated. At the time of this assessment, the type of treatment given to the patients is unknown as well as the impact to the patient. A biomérieux internal investigation will be initiated.